Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
The surgeon's secretary reported that a restoration modular op was performed at (B)(6) hospital. The surgeon's secretary further reported that at review in clinic the surgeon noted that the hip had dislocated on x-ray. The surgeon's noted that the hip had dislocated on x-ray. The surgeon's secretary further added that the surgeon then performed another surgery to relocate the hip and at that point it was noticed that the cone body was rotating on the conical stem, which is what had caused the dislocation. The surgeon's secretary added that the surgeon kept the components in-situ, but retightened the locking bolt and all seems fine. The surgeon's secretary further added that the surgeon also carried out the initial restoration procedure and followed all recommended instructions in the operative technique, so feels that the issue is with failure of the implant, not surgical technique.